Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a recurring system check alarm. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. The receiver was charged and a boot test was performed on the receiver and it passed. Data logs were downloaded and reviewed, finding a screen error alarm, in addition to a firmware error. A functional test was performed on the receiver and it passed. Based on the findings of a firmware error this is being reported. The complaint of recurring system check alarm was confirmed. The root cause could not be determined, post investigation.